Manufacturer narrative:
Investigation is closed, so please submit investigation details in this MDR, and send it as an initial/ final MDR. Due to characterization limit e1 event site name: (B)(6) hospital. Due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event site telephone: (B)(6).

Event description:
It was reported that the cs300 had alarm automatic inflation failure issue while device was in use. No harm or injury to the patient was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had alarm automatic inflation failure issue while device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site telephone: (B)(6). Updated fields: b4,e1(event site telephone), g3, g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11 corrected field: b5 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the inflation valve assembly was replaced, which resolved the issue. The unit passed all the functional and safety tests as per factory specifications. It was returned to the customer and cleared for use.